Manufacturer narrative:
The insulin pump was received with a minor scratched lcd window, broken reservoir tube lip, cracked case at the display window corners, cracked belt clip slot and cracked battery tube threads. A test reservoir was installed and did not lock in place due to complete broken reservoir tube lip. (B)(4).

Event description:
The customer reported via phone call that the reservoir compartment entrance was damaged. The patient's blood glucose at the time of incident was 165 mg/dl. During troubleshooting, the customer did not verify how the damage occurred. The insulin pump was returned for analysis.